Event description:
It was reported that noise was observed on competitor lead. The physician suspected set screw issue. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of noise was verified through the device's stored egms. The atrial setscrew was found to be damaged. The device was tested on the automated test equipment and found to be normal. The cause of the noise could not be determined.